Event description:
Revision of a minihip and trinity devices after approx 1 year 3 months.

Manufacturer narrative:
C-1422 initial report: device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.